Manufacturer narrative:
The reported event of dislodgement was not confirmed. Visual inspection showed that the helix was within specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged in pulmonary artery post tether mode. The device was removed and replaced during procedure on (B)(6) 2024. The patient was stable.